Event description:
Patient returned for removal of hip prothesis due to infection following original surgery. Patient cultures positive for (B)(6).

Event description:
Patient returned for removal of hip prothesis due to infection following original surgery. Patient cultures positive were positive for methicillin-resistant staphylococcus aureus (mrsa).